Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a battery issue was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a depleted main battery. The main battery and battery harness were replaced to fix the reported condition. This issue has been escalated to CAPA. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.